Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to an atrial fibrillation ablation a faradrive was selected for use. During preparation, once the package of the faradrive was opened, it was found that the tip of the dilator was damaged. The sheath was replaced and the procedure was completed without patient complications.